Event description:
It was reported by a customer that on (B)(6) 2011, the fiber cap detached inside of the pt at 90,000 joules. Per the customer, the fiber cap was retrieved from the pt's anatomy. Add'l info reported by the customer was the aiming beam was normal at the start of the procedure. There were no error codes that were displayed on the console when the event occurred. No injuries to the pt were reported.

Manufacturer narrative:
(B)(4).